Event description:
Information was received from a friend/family member/patient representative (pt rep) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for spinal pain indications. The reason for call was that the controller kept coming up with a message saying to change the batteries so the battery had gone sour. Patient services (pss) clarified with the caller and caller confirmed that the message said to replace the battery; pss understood that batteries low replace the controller battery soon was the message appearing. Pss asked if the message was appearing only when they were recharging the ins; caller stated no and that they thought the message was also appearing when they would turn the ins on or off. Patient (pt) stated in the background that it wouldn't charge right or go on or off right and that it would shut off when it wanted to. Pss walked the caller through troubleshooting steps. Caller confirmed seeing recharging excellent indicated with the light flashing green on the controller. When asked for the event date, pt stated that it had been for about two months; pt stated they would reset the controller and the message would go away and then come back. Pt stated that the equipment seemed to work until the ins got up to about 60% and then the device would shut down or the message would start appearing. Pt confirmed that there was no apparent damage to the equipment. Equipment was working as intended dur ing the call. Pss advised to monitor the equipment/ins recharging and call ps back if the issue persisted. Additional information was received. Pt called back and said that they are still having problems charging the ins and its currently stuck on checking the recharger. They said the "replace the batteries" screen isn't happening anymore. They don't hear any rattling inside controller. They said pins in controller port are gold and shiny. Recharger telemetry module (rtm) isn't heating up, and cord looks intact. The patient (pt) noted they called 2 days ago and they were sent a control box. Pt got so far and they could not charge or anything, when asked the pt said the controller battery was dead. During call pt verified they were using the new controller. Pt then removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller had a green solid light indicating it was charged. Pt then attempted to recharge the ins and they got no device found, pt attempted to go through passive recharge mode and got 100-100-100. Pt said they recharged their ins the last time 3 days ago and they already tried to go through passive recharge mode. During call pt was unable to procced through passive recharge mode, troubleshooting did not resolve the issue. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) h3: analysis of the 97745 controller (s/n (B)(6)) revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.